Event description:
The catheter had been indwelling for 20 days. The nurse attempted to adminster medication and found that the catheter was broken.

Manufacturer narrative:
The sample has been received and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.